Manufacturer narrative:
The technician found the siderail latch assembly was dirty. The technician cleaned the siderail latch assembly to repair the bed.

Event description:
Information received indicates the siderail is not staying up.